Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. A new tandem mobi wall adapter, charging cable, and charging pad was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.